Event description:
Tpn and liquids hung by nurse at 2100 to be infused to 10.4 cc/hr. At 2334 nurse noticed that lipid bottle was almost empty (approx 50 cc left). Nurse checked rate and that tubing was placed correctly. Another nurse verified check also. Pharmacy verified that bottle was full when sent to floor. Left to count on pump was 243 sent to clinical engineering. Clinical engineering unable to reproduce.